Event description:
It was reported that an ilet user experienced high blood glucose, reaching 438 mg/dl, while using a contact detach 6 mm infusion set and later discovered that the infusion set¿s needle guard was left on, preventing insulin delivery; the user had not eaten and reported no visible kinks, moisture, or leaks, and a full supply change was performed. Symptoms included hyperglycemia without reported clinical symptoms such as nausea or vomiting. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting education. Investigation of this case revealed no device findings available beyond user-reported information, with the medical device problem categorized as insufficient information and the device component also categorized as insufficient information; however, the discovered needle guard remaining in place was identified during troubleshooting as the likely contributor to the high glucose due to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.